Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported false upstream occlusion alarm which was not reproduced but confirmed during evaluation. Evaluation found cracks in the upstream sensor pins. The upstream sensor was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device alarmed for a false upstream occlusion. There was no patient involvement.